Manufacturer narrative:
A field service engineer (fse) was dispatched to investigate the reported system issue. Based on the investigation of the system, the fse replaced the surgeon side cart (ssc) advanced display driver (sadd) and touch module to solve the issue. Intuitive surgical, inc. (Isi) received the replaced parts and performed failure analysis testing. The touch module was analyzed and the complaint was confirmed by failure analysis. The touchpad was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues relating to the complaint. The unit was left to idle for one hour, and power cycled five times with no issues. As the 319 fault was on the surgeon side cart (ssc) advanced display driver (sadd) and not the touchpad, this part was determined to be the wrong part sent back. The sadd was analyzed and the complaint was confirmed by failure analysis. The sadd was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit was left to idle for three hours, and five power cycles were performed without issue. The complaint was confirmed based on the field evaluation. As a result of these findings, no root cause could be determined.

Event description:
It was reported that during a training/demo of the da vinci system, a non-recoverable error 319 occurred. Multiple hard reboots on the system were performed prior to calling, but the issue persisted. The caller indicated that the system powered on, passed the self-test, but shortly afterward faulted with the non-recoverable error 319. System logs indicated that error 319 was related to the surgeon side cart (ssc) advanced display driver (sadd) board in console 2. The customer decided to disconnect console 2 and continue using the system in a single console configuration. There was no patient involvement.